Event description:
This is 2 of 11 devices for this event reported on complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with liss distal femur plate and screw construct on an unknown date, about 13 months ago. It was reported that on an unknown post-op date, the plate snapped at the screw interface. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. Patient was revised with an 8-hole variable angle curved condylar plate. No further information is available at this time. This report is for an unknown screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture is homogenous which indicates material conformity.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of implant was reported as 13 months prior to revision surgery.

Manufacturer narrative:
Device evaluation changed to: the measurable dimensions of the screw were checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard. We are not able to determine an exact cause of this occurrence as no clinical details were provided. The fracture surface is homogenous which indicates material conformity as well. We suppose that the fact of the non union has been the cause of the breakages.